Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section on the body of the balloon. This failure is likely due to problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. Therefore, the most probable root cause is design inadequate for purpose. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the balloon was pre-inflated.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a common bile duct dilatation procedure performed on (B)(6) 2020. According to the complainant, during the preparation, it was noted that the balloon was leaking. There was also some tearing noted in the balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event .